Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. A definitive root cause was not identified, based on the results of the investigation, the source of the foreign material was not established. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had no water flow through its auxiliary water channel. There was nothing visible in the channel or protruding from the channel. The auxiliary water system was checked and was working properly. The scope was washed, disinfected, and then checked, but it continued to not work. The issue was found during an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, there was no auxiliary water flow due to an unknown clog that was found on the insertion tube side. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the distal end plastic cover had chips, scratches, and dents, and the insertion tube had minor shakiness and scratches. The device needs a new production label. The plastic distal end cover insulation had a megaohm value of 40. The insertion tube insulation had a megohm value of 3, with no drop in readings. The control knob was loose in all directions. The objective lens had glue peeling and small chips on the side not affecting image. The light guide lens had two cracks and had glue peeling. The light guide tube had minor scratches/buckle. The scope connector had a deformation contact pin. The bending section cover requires glue due to crack in cover and insertion tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.